Event description:
It was reported that the customer had a seizure due to low blood glucose. Paramedics were called and customer was transported to the hospital. Customer's blood glucose reading at the time of hospitalization was 66 mg/dl. Caller stated that the customer's insulin pump was constantly alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.